Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found that the battery compartment was cracked from the threads to the case seal. A pump leak test was performed and found that the battery compartment was leaking. The pump was opened and found that there was moisture inside the pump. The pump downloaded black box history showed that power events had occurred. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the battery compartment was cracked. This report is made based on the results of evaluation completed on (B)(4) 2014.